Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose level was 537 mg/dl. The customer reported that the insulin pump was not turning on. It was reported that the display was flashing white. The troubleshooting was performed and was advised to insert new battery and display was returned after insulin pump restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.